Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by MFR: discarded by the customer.

Event description:
The stryker rep present in the case reported that during a proximal humeral plating of the right humerus, the 2.5 mm drill bit end broke off while drilling the bone for a screw. The broken part was left in the very tip of the femur shaft, as decided by the surgeon. A new drill from the set was given to the surgeon to complete the procedure, so minimal delay to the procedure. Unintended metal left in patient.